Event description:
Customer service associate sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6), 2011. Customer reported the flexicap disconnect cap would not screw on properly. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample could not be obtained; therefore, no evaluation could performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.